Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that there were scuffs/ scratches/ peeling paint. There was posterior label wear. There were two battery compartment cracks, one from the lateral side battery compartment lip toward the case seal and second from lateral side case seal toward battery compartment lip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed battery compartment cracks. This report is made based on results of investigation completed on (B)(6) 2015.